Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: the batch record for lot#7142227 was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. A red viscous fluid was noted as existing inside of the prn. Bd engineers noted that the most probable root cause for this occurrence is machine oil from the equipment responsible for the manufacture of this component. Additionally manual inspection of the device failed to identify the issue prior to the shipment of the device. Bd has notified the appropriate personnel of the situation. Bd will continue to track and trend for this issue.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Additional information: investigation summary: as per request, ftir analysis was completed n the dark liquid material on the surface of the threads of the sample. The ftir analysis shows that this material is most likely an water-based aqueous type of medication and not blood (water and blood shown for comparison). Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes.